Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a possible loose connection was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The renal therapy service agent instructed the patient to check supply line for leaks and loose connections. The patient stated that the table was wet, but they did not see a leak and it could have been the connection. The renal therapy service agent advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.